Event description:
Customer reported a no delivery alarm and stated that they were experiencing low blood glucose readings due to too much insulin. Customer also reported variation in sensor glucose versus blood glucose readings. Customer mentioned a sensor end alarm and a weak signal alarm. Troubleshooting was not performed as the customer was driving at the time of the call. No further information reported. Customer's current blood glucose reading is 232 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.